Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
Edwards received notification that calcification leading to stenosis was observed on a 31mm mitral valve after an implant duration of 7 years and 11 months. Indication of initial surgery was mitral valve prolapse leading to insufficiency. The case involved a 53 year-old-patient that presented with dyspnea on moderate exertion although at rest the patient was still fine. As per echo there was severe stenosis of the prosthetic valve, with moderate increase of the left atrium and slight elevation of the pulmonary artery systolic pressure. It was planned to explant the valve but the date was not determined yet. Patient was discharged home and is under medical treatment.

Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and h6. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient related factors and the progression of the patient's underlying valvular disease pathology contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device was not returned for evaluation, as it remained implanted. Therefore, the root cause for the calcification and stenosis remains indeterminable. However, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that calcification leading to stenosis was observed on a 31mm mitral valve after an implant duration of 7 years and 11 months. The indication of the initial surgery was mitral valve prolapse leading to insufficiency. The case involved a (B)(6) patient that presented with dyspnea on moderate exertion although at rest the patient was still fine. As per echo there was severe stenosis of the prosthetic valve, with moderate increase of the left atrium and slight elevation of the pulmonary artery systolic pressure. It was planned to explant the valve but the date was not determined yet. Patient was discharged home.